Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent charging issues were experienced with the pump battery. Customer¿s blood glucose level was not impacted. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
During follow up with customer by tandem technical support on 12/28/2020: customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate cable and wall adapter. With the inclusion of the additional information, customer had issues with the usb cable and wall adapter accessories rather than a pump battery issue.